Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): per the system operator manual, it is advised to check the correct fastening of the monitor and the monitor holder before each use after transportation and fasten the screws, if necessary. Currently, the issue is under investigation and therefore no immediate actions could be defined as of the date of this report. Manufacturer's preliminary results and conclusion: the root cause for the equipment (operator table) potentially not being approved for bus installations is under investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens healthineers became aware of an issue with the mammomat revelation system in truck/ bus installation. The monitor holder of the operator table in a bus installation loosened. No injury to patients, staff or other persons is associated with this issue. On 2025-05-14, it was assessed that this might lead to the monitor falling down due to vibrations during transportation, potentially causing a serious injury if a person would be hit by a falling part. The issue is reported with this new awareness.

Manufacturer narrative:
The issue was investigated in detail. It was stated that during transportation the monitor holder installed on the bus became loose. During complaint investigation it was determined that the operator table (10549892) was installed in this mobile system. The operator table is not released/approved for mobile systems use. The operator table and all attached components are not designed to withstand the loads encountered in a truck due to vibrations. For mobile systems a separate radiation protection shield is available. This is also described in the ¿site planning guide¿ (xpw7-000.891.01.11.02, chapter 3). In general, the ordering process for stationary systems is not the same as the ordering process for mobile systems to ensure that only approved components (e.g. The operator table) can be ordered for mobile vehicles. An individual change can only be approved manually. An appropriate retraining of the sales order team was already initiated. The documents "system/installation and startup instruction" (xpw7-000.814.03.04.02) and the "system / site planning guide" (xpw7-000.891.01.11.02) were checked and found to be sufficient. The affected customers will be informed about the potential risk when transporting the operator table in bus-installations.